Manufacturer narrative:
The device was returned for analysis. The proximal and distal sections of the coil were found to be stretched. Located 21.0 centimeters off the distal tip of the green introducer, the core wire protrudes outside the sheath. There is no mechanical sheath damage at the protrusion site that would have opened up the skive. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The locking mechanism has stretching and compression damage. There are two possible contributing factors to the coil damage. These factors may have worked in tandem or separately with each producing similar results. The most likely primary contributing factor to the coil stretching during repositioning may have occurred when the coil became temporarily anchored on the coils already dwelling inside the aneurysms, on itself, or from the distal tip of the microcatheter. When the anchored coil was retracted for repositioning, the coil most likely stretched. It was stated that, a one to one relationship between the coil and delivery tube was not verified with fluoroscopy prior to repositioning. If that occurred, then for optimum product performance, and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the echelon 10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. The secondary contributing factor to the coil damage and stretching may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism can catch the inside of the v notch of the resheathing tool and become embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also may have caught the v notches extended edges later in the procedure. This would produce a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action would produce significant resistance which would cause the core wire to protrude outside the sheath and may have caused a portion of the coil damage found. In this condition, advancing, repositioning, or resheathing the coil cannot be done without extreme difficulty. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in diagrammatically¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil damage was confirmed based on the condition of the returned product. There were procedural/handling factors addressed in the IFU that may have contributed to the failure. There was no evidence of a design or manufacturing issue found during analysis or DHR; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The proximal and distal sections of the coil were found to be stretched. Located 21.0 centimeters off the distal tip of the green introducer, the core wire protrudes outside the sheath. There is no mechanical sheath damage at the protrusion site that would have opened up the skive. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The locking mechanism has stretching and compression damage. There are two possible contributing factors to the coil damage. These factors may have worked in tandem or separately with each producing similar results. The most likely primary contributing factor to the coil stretching during repositioning may have occurred when the coil became temporarily anchored on the coils already dwelling inside the aneurysms, on itself, or from the distal tip of the microcatheter. When the anchored coil was retracted for repositioning, the coil most likely stretched. It was stated in the event description that, ¿a one to one relationship between the coil and delivery tube was not verified with fluoroscopy prior to repositioning,¿ if that occurred then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the echelon 10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. The secondary contributing factor to the coil damage and stretching may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also may have caught the v notches extended edges later in the procedure. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which caused the core wire to protrude outside the sheath and may have caused a portion of the coil damage found. In this condition advancing, repositioning, or resheathing the coil cannot be done without extreme difficulty. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although the investigation is complete no conclusions have been made yet. Additional information will be submitted within 30 days of receipt.

Event description:
The patient had a basilar artery aneurysm. The surgeon put an echelon 10 microcatheter (details unknown) in place and then positioned the deltapaq coil (cdf10030630/ c15922) and decided that the position was not satisfactory. The surgeon readjusted the coil but it stretched. The coil was withdrawn and changed to another one to complete. An adequate continuous flush was maintained in the microcatheter at all times. There was no resistance between the guidewire and the microcatheter when accessing the target site. There was no resistance at any time during the advancement of the coil through the microcatheter. Other coils did not go through the same microcatheter without resistance. There were no kinks in the microcatheter that could have contributed to the event. There was no resistance when the coil was advanced, repositioned, or withdrawn. The microcatheter was no repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. A one to one relationship between the coil and delivery tube was not verified with fluoroscopy prior to repositioning. Coil entanglement with previously placed coils was not suspected to contribute to the event.